Event description:
It was reported that the zimmer dermatome was not getting up to full power. Add'l clinical f/u indicated that the surgeon attempted the planned donor site harvest with the electric dermatome but it "just would not work, it would not even cut." It was reported that the ambulatory surgery center does not own another other dermatomes. The planned procedure was completed by using a hand held knife designed for graft harvesting. It was stated there was only a minimal amount of increase in procedure time to obtain the alternate instrument. It was also verified the attempted use of the electric dermatome did not result in any harm or require any intervention.

Manufacturer narrative:
The device was returned to the MFR, however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.